Event description:
Malfunction of the bovie portion of the smoke evacuator (electrosurgical handpiece) during mastectomy surgery.

Event description:
Malfunction of the bovie portion of the smoke evacuator (electrosurgical hand piece) during mastectomy surgery.